Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, d.1, d.2, d.4, d.6b, d.9, h.3, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side "rupture". Healthcare professional later reported "pain". Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported unknown side "rupture". Healthcare professional later reported "pain". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) - breast pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported unknown side "rupture". Healthcare professional later reported "pain". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.